Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window and broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared. The customer's blood glucose was 80 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.